Event description:
It was reported that the patient was experiencing charging issues. The patient underwent an implantable pulse generator (ipg) replacement procedure wherein a magnetic resonance imaging (MRI) compatible device was implanted. The patient was doing well postoperatively and the explanted device was discarded by the medical facility.